Event description:
It has been reported that three abutment screws have broken inside of three implants. The abutment screws were removed without any further surgical procedures. The implants are still in the pt's mouth. Pt injury has not been reported.